Event description:
It was reported that while using kit flu a+b 30 test hospital veritor 5 false positive results were obtained by the laboratory personnel. A biofire viral panel was used to confirm the results as false positives. The customer stated there was no patient impact. The following information was provided by the initial reporter: " it was reported that 5 false positives. "

Manufacturer narrative:
H.6. Investigation: this is to summarize the investigation results for customer complaints alleging false positive or discrepant results when using the kit flu a+b 30 test hospital veritor (material # 256041) batch number 0040169. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. No trend against false positive results was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit flu a+b 30 test hospital veritor 5 false positive results were obtained by the laboratory personnel. A biofire viral panel was used to confirm the results as false positives. The customer stated there was no patient impact. The following information was provided by the initial reporter: " it was reported that 5 false positives. "